Event description:
It was reported that surgeon (B)(6) during a meniscorrhaphy surgery in (B)(6) hospital, used the device fast-fix, when stripped ti, t2 fell off at the same time. No patient injury reported.

Manufacturer narrative:
The blue split cannula was returned but not protecting the needle. The white depth/penetration limiter was returned and has been trimmed. T1, t2 and suture were returned. T1 was returned freed from the delivery needle tip. It was found pulled through the loop between t1 and t2. T2 was returned attached to device still located within the delivery needle track. The delivery needle is quite bowed. Twist or bend can interfere with proper delivery of anchors. Visual inspection determined that the manual advancement button and actuator were not positioned fully forward yet. This device requires advancement by the user to position the anchors at the tip of the delivery needle for manual stripping off of each. Once the actuator lever was fully forwarded, t2 positioned properly, released and stripped off successfully with a gentle tug of the suture. The device performed as intended. No further investigation is warranted. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.